Manufacturer narrative:
A patient experienced ineffective stimulation/ lead migration was reported to abbott. As a result, the lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention because of uncomfortable stimulation and ineffective therapy.

Manufacturer narrative:
A patient experienced ineffective stimulation/ lead migration was reported to abbott. As a result, the lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. A patient experienced ineffective stimulation/ lead migration was reported to abbott. As a result, the lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.